Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e. Pump received with a constant battery failed alarm due to corroded battery tube. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronic assembly during visual inspection. Pump received with cracked select button keypad overlay, pillowing keypad overlay, serial number label fading and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Medtronic received information that blank display, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.